Manufacturer narrative:
A) the user-reported issue was not duplicated. The device was tested for all specifications on 03/02/2015 and met all the requirements as expected. No failure was detected. B) the complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. C) zyno medical submitted an e-MDR (3006575795-2016-00157_complaint (B)(4)) on 10/28/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported "air sensor malfunction" of the pump. No patient injury or harm was involved in this case.